Event description:
It was reported the switch remained in the "on" position. Insepction revealed that the spring was missing and the case was broken. The unit did not remain on unless some pressure was on the switch handle. No deaths or injuries were reported.